Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system, with the pump displaying high for several hours and cgm glucose readings around 350¿375 mg/dl; during troubleshooting the user identified a bent infusion set cannula and replaced the site, and tubing patency was confirmed by visible drops. Symptoms included hyperglycemia without reported acute complications. Outcomes included on-call troubleshooting and user education, with a recommendation and completion of infusion site replacement. Investigation included product-use review and telephonic troubleshooting focused on infusion set function and delivery pathway integrity. Investigation of this case revealed evidence consistent with an infusion set/cannula issue resulting in inadequate insulin delivery, which resolved after site replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to limited corroborating data, with a suspected infusion set-related occlusion or insertion defect.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.